Manufacturer narrative:
Eval was completed and the customer's reported condition of the failure depleted battery was confirmed. The device was repaired at the facility by a baxter rep and placed back into service fully operational. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA was opened and is investigating reports of the failure code 570.

Event description:
Customer reported a failure of depleted battery. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.